Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer reported that during sleep the insulin pump alerted stuck button and removed battery and the insulin pump screen was blank and audible alert was showing. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files, however unit received with corroded electronic assemblies.